Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the cautery pin detached.

Event description:
It was reported to boston scientific corporation that a captivator ii-15mm round stiff snare was used during a procedure performed on (B)(6) 2024. During the procedure, it was noticed that there was a connection problem with the active cord connector, and the cautery pin detached. There were no patient complications reported as a result of this event. No further information has been obtained despite good-faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the cautery pin detached. Block h11: (product investigation). The returned captivator snare was analyzed, and visual and microscope inspection that the 2-in-1 connector was broken and detached. Due to this condition, the device could not interact with the other devices. No other device problems were noted. The reported complaint of cautery pin detachment of device or device component was confirmed since the 2-1 pin was broken and detached. Due to this condition, the device could not interact with the other devices. Based on the information available and the device analysis performed, the most probable root cause for the reported complaint is manufacturing deficiency. Boston scientific has initiated an investigation to further evaluate cautery pin detachment events to determine root cause of these events, as well as appropriate mitigation(s).

Event description:
It was reported to boston scientific corporation that a captivator ii-15mm round stiff snare was used during a procedure performed on (B)(6) 2024. During the procedure, it was noticed that there was a connection problem with the active cord connector, and the cautery pin detached. There were no patient complications reported as a result of this event. No further information has been obtained despite good-faith efforts.